Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as backup therapy, and a replacement pump with updated software was sent.